Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: biopsy (fibrous chest muscles). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5098344 that a female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including pain, memory loss, brain fog, neurological issues, vitamin d deficiency, collagen deficiency, uctd, anxiety, depression, weight gain, chronic cough, tinnitus, musculoskeletal disease, alopecia, vision changes, brittle teeth, nausea, ibs, skin rashes, pulmonary effusion, diastolic dysfunction, heart palpitations, heart murmur, raynaud's syndrome, shortness of breath, chronic fatigue, bruising, body temperature intolerance, menstrual changes, dry skin/eyes/mouth/hair, swollen lymph nodes in chest/armpits/elbows/groin, paralysis in hands/fingers, night sweats, insomnia, muscle twitching/pain, joint pain, cervical arthritis, lumbar arthritis, unusual body odor, fibrous chest muscles (biopsy), chest pain and burning, kidney pain, rib nodules, throat nodules, hand and finger nodules, hoarseness, extreme fatigue, vertigo, migraines, open sores, brittle nails, facial sagging, brca2+, and cftr+. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. It was also reported a work-related injury exacerbated the symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.